Manufacturer narrative:
Evaluation revealed both locking screws, fully threaded to be the primary products as according to details received ¿sales rep was not able to confirm if the 35mm locking screw or 30 mm locking screw was explanted¿ and thus, both screws will be considered as primary products. A review of the dhrs revealed no discrepancy in material or manufacturing. A physical evaluation was impossible as the device(s) in question was not returned. According to product inquiry ¿surgeon revised patient's right ankle due to a failed right ankle fusion.¿ furthermore, ¿sales rep clarified that the proximal screw was removed because it was too short. It was replaced with a longer one (40mm)¿ after an implantation period of more than 14 months. General aspects: implant removal may be necessary although no product deficiency is given. Possible reasons could be (but not limited to) non-union, motor loss (potentially resulting from a fall) or multi-fractural-situation. Such harms do not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition, and the respective surgical technique, etc. Successful treatments require e.g. Sufficient and timely bone healing without complications. It could not be determined in what way the locking screw in question had contributed to the event. With given information it concluded that revision had to be carried out due to failed right ankle fusion. From technical point of view a further statement was not possible due to product(s) not returned. From medical point of view a statement was not possible due to not provided medical documents. With available information it could not be excluded that the cause of the event was most likely based on the patient¿s condition (e.g. Impaired bone healing). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. In case the products and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information the event was not caused by any deficiency of the device.

Event description:
It was reported that surgeon revised patient's right ankle due to a failed right ankle fusion. It was reported that a proximal screw was removed and replaced with a longer screw. End cap was also removed. It was clarified that the proximal screw was removed because it was too short. It was replaced with a longer one (40mm). Sales rep reported that the end cap was removed because it was floating and not connected to rod. End cap was not replaced.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
It was reported that surgeon revised patient's right ankle due to a failed right ankle fusion. It was reported that a proximal screw was removed and replaced with a longer screw. End cap was also removed. It was clarified that the proximal screw was removed because it was too short. It was replaced with a longer one (40mm). Sales rep reported that the end cap was removed because it was floating and not connected to rod. End cap was not replaced.